Event description:
It was reported that the procedure was performed in the left circumflex (lcx) artery. The dragonfly opstar imaging catheter was advanced; however, the tip appeared to have prolapsed/bent into the left anterior descending (lad) artery causing the dissection. An additional stent was used to treat the dissection. Another dragonfly opstar was used to complete the procedure. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material too soft/flexible (prolapse) and subsequent vascular dissection and unexpected medical intervention appear to be related to operational context. In this case, review of the user-submitted media (cine) determined a likely cause for the reported event is excessive force applied during delivery of the dragonfly catheter into the lcx artery. This can be avoided with visualization under fluoroscopy as the catheter traverses around sharp curves and tortuous segments of the vasculature. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.